Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the reset error test with no error alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received an unexpected restart alarm as well as a external ram error alarm. Advised insulin pump would be replaced. No additional information was provided.